Event description:
It was reported that the right ventricular lead had high sensing integrity counts indicating oversensing. It was noted that it was not possible to reproduce any noise and that the patient had a finger surgery in the past but the date was unknown. Settings for the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.